Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01243. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event of gastrointestinal bleeding could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient who is currently in an in-patient rehabilitation center presented with anemia and gastrointestinal bleeding (gi) and low hemoglobin. On (B)(6) 2018 the patient was transfused with 1 unit of packed red blood cells (prbc), on (B)(6) 2018 the patient was transfused with 2 units of prbc and on (B)(6) 2018 the patient was transfused with 1 unit of plasma and transferred back to the hospital for further evaluation. An upper enteroscopy (egd) on (B)(6) 2018revealed a single 2 millimeters hemocytic spot which was treated with bipolar cautery and the patient was given oral iron supplementation. The patient was discharged back to a rehabilitation center on (B)(6) 2018. No additional information provided.